Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported in (B)(6) 2020 the patient had a throat CT scan and now does not feel stimulation. The patient has been trying different programs and increasing stimulation to 5 and 6 but is still unable to feel stimulation. It was recommended that they follow up with their healthcare professional.